Event description:
Additionally, the physician was contacted at which time it was communicated that they had no knowledge of the patients passing and no contact had been made by the family. The patient was last seen for follow-up eight days prior to the reported date of death, at which time it was documented that the patient was not responding favorably to crt-d therapy. The recommendation was for a referral to the heart failure service, for a consult and additional follow-up. No device interrogations were performed post mortem and no return of product is anticipated. The physician stated he had no performance allegations during the implanted duration.

Manufacturer narrative:
If new details are received, this case will be further updated.

Event description:
Boston scientific received information that the patient with this device expired while sleeping. The patient advocate expressed product performance uncertainty, stating, "she could tell it hadn't worked by the way in which he was laying." No information had been previously submitted by the bsc field representative or medical facility regarding device function during the implanted duration of approximately one year, or as a causative factor in the patients death. The local field representative was then contacted for more information at which time it was learned, they had been unaware of this clinical outcome. To date, the return remains unknown and boston scientific continues to work with the field representative for additional information.